Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that the repair is still ongoing and has not been completed. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that after replacement of the fsca0844 recall accessory performed by the dealers getinge authorized field service engineer(fse), the cs100 intra-aortic balloon pump (iabp) alarmed and generated electrical test fails code #50 and electrical test fails code #51. A getinge representative suspects the iabp head and motor drive board are faulty. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service representative has advised that the repairs have been completed and that the main board was replaced to fix the issue. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that after replacement of the fsca0844 recall accessory performed by the dealers getinge authorized field service engineer(fse), the cs100 intra-aortic balloon pump (iabp) alarmed and generated electrical test fails code#50 and electrical test fails code#51. A getinge representative suspects the iabp head and motor drive board are faulty. There was no patient involved and no adverse event was reported.